Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On 11/20/23 an ilet patient reported a hypoglycemic event in which their blood glucose (bg) level went below 40 mg/dl. The patient does not remember the specific date of the event as it was possibly on 11/16/23 or 11/17/23. During the event the patient stated that they were cognitively impaired, and their mother and daughter had to bring the patient juice as the patient was unable to do it themselves. At the time of the hypoglycemic event the patient disconnected from the ilet. The patient recovered and is back using the ilet. The patient also stated that they dropped their ilet in the toilet, and since then the ilet has been giving them too much insulin or taking their bg high. The customer care agent verified that the patient has not made any other changes to their daily routine or eating as of the event. The patient did however admit to adjusting their target bg levels. The agent advised the patient against making those adjustments as it could throw off the ilet and the algorithm. A clinical diabetes specialist (cds) is scheduled to reach out to the patient as well as the patient's healthcare provider to assist with low bg management.